Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and hypoglycemia. Customer¿s blood glucose level were 500 mg/dl and 47 mg/dl. Customers other blood glucose value was 90 mg/dl. Customer treated low blood glucose level with food. The device was not returned for analysis.